Event description:
Additional information received on (B)(4) 2014: have other implants (sutures, etc.), been used concomitantly? Response: yes ¿ sutures (prolene and vicryl), silicon implants. Duration of surgery? Response: it took about 5 hours. Can intraoperative contamination be ruled out? Response: we can not exclude the formation of infection during surgery. What bacterium has been identified post explantation at the infection site? Response: necrosis of the skin around and scar ¿ was observed, and erythema developed around - but surgeons are not sure if it was infected. Have other veritas implants from the same lot been used recently, and if yes, with what results? Response: no bacteria had been identified at the site. The customer also stated that 4 additional implants (veritas) have been used recently and the results were excellent.

Event description:
Date of mastectomy operation: (B)(6) 2013. It was reported from a distributor that a patient experienced an infection on the left side of the breast two weeks after a mastectomy operation in which veritas was used. When the physician cleaned the infected area and removed necrotic skin, it was found the mesh had partially destructed and had strayed from the place where it was implanted during the operation. No further information provided.

Manufacturer narrative:
(B)(4). The case was initially reported due to the limited information. Additional case information was received and the case was re-assessed. Final medical assessment: the follow up clinical information excludes a wound infection. No bacteria has been identified at the wound site and four additional implants have been used in the same period with good results. The reported wound healing complication is unlikely related to the use of veritas. Other contributing factors, such as duration of surgery, postoperative inflammatory reaction and other patient and procedure related risk factors (concomitant use of other implants, compromised skin microcirculation) may reasonably explain the wound healing complication. As the case was determined to not be related to the use of veritas the batch review and sample evaluation were not necessary. No trend was identified. This is the first complaint of this nature received for this product lot. The case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: while we cannot exclude that the implant has caused or contributed to the reported infection, multiple risk factors and alternative causes for infection such as: patient, and disease-related risk factors, clean-contaminated wounds, and operative time > 4 hours, use of other implants (sutures, staples), intraoperative contamination, diabetes mellitus, or other associated pathologies have to be considered. Additional questions for further clarification of a causal relationship should be addressed. The veritas IFU adequately refers to this risk and the measures to be taken. A follow-up report will be submitted upon receipt and evaluation of additional information.